Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device passed all operational specifications. Therefore, the reported condition of the device not functioning properly was not confirmed. However, during evaluation it was observed that the device did have a drilled neuro-tip ¿leg¿. It was determined that this type of damage was indicative of excessive side loading, which caused the cutter to flex and come in contact with the neuro tip ¿leg¿. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning it was observed that the crani-a attachment device was not functioning properly. During in-house engineering evaluation it was observed that the device had a drilled neuro-tip ¿leg¿. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.